Event description:
The arthroplasty was revised due instability (recurrent dislocations) and pain. The components were implanted in situ for ~ 0.1 y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised. Additional information provided in the revision op report: ¿¿the comminuted chronic trochantering fracture was identified, particularly proximally and loss of posterior 40% of the abductors was identified. A retroverted femoral stem was identified, and a neutral somewhat vertical acetabular was identified¿¿

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(4). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding instability involving a trident shell was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No medical records or x-rays were made available for evaluation. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
The arthroplasty was revised due instability (recurrent dislocations) and pain. The components were implanted in situ for ~ 0.1 y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised. Additional information provided in the revision op report: "...the comminuted chronic trochantering fracture was identified, particularly proximally and loss of posterior 40% of the abductors was identified. A retroverted femoral stem was identified, and a neutral somewhat vertical acetabular was identified..."